Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 303 mg/dl. Reportedly, the cause of the elevated bg levels were unknown. The customer delivered a corrective bolus to stabilize impacted bg levels. At the time of the report, the customer reported a bg level of 157 mg/dl and declined further troubleshooting.